Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a 12" ext set, 3 gang 1o2® manifold w/baseplate, rotating luer where the bridge for sedation/paralytic was found to be leaking. Subtle leaks were reported to be difficult to see however, it was suspected that the leakage was coming from where the plastic meets the port. The leak occurred within 12 hours of using as a new admission. The problem was noticed when the patient started moving his head. It was reported that the patient was on propofol at 4mg/kg/hr, dilaudid at 3mg/hr and cisatracurium at 10mg/hr. The reporter mentioned that the patient typically de-saturates dramatically when paralytic is off, but fortunately it did not happen this time. After the patient became agitated, the bridge was changed out and boluses were given for quick re-sedation. There was patient involvement and no human harm.